Event description:
Deceased; pt's wife (B)(6) reported to us pt passed away on (B)(6) 2019. No other info was provided to us. Regarding diagnosis pt had oral mucositis due to radiation as well as lymphoma.